Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The service center was unable to complete the evaluation due to insect infestation in the device. Based on similar investigations, a fault from insect contamination can cause power supply to be short to ground. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was having power issues. There was no patient injury reported as a result of this incident.